Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and stated she experienced syncope. The patient noted she felt a shock from the device, however ts noted this device is a pacemaker and does not shock. The patient also stated that she was running a fever of 101.1 degrees, was red up to her jaw line, has a lump in her carotid and also has (B)(6) . Ts repeatedly referred the patient to her physician. A few weeks later the patient called ts again and noted the device shifting is around and she still has a fever. The patient noted she continues to feel pre-syncopal symptoms. Ts again referred her to her physician. The patient did note she had an upcoming appointment. The field representative has attempted to obtain additional information from the patient's clinic without success. At this time the system remains in service and no additional adverse patient effects have been reported.

Event description:
Additional information was received that the patient reported she continues to feel the pacing from the pacemaker along with pectoral muscle twitching when the device is pacing, hiccups over the weekend, diaphragm jumping and pressure in her neck. The patient further reported hearing ticking or clicking from the pacemaker. The patient noted her original cardiologist has left the office and she hasn't seen her new cardiologist yet. Boston scientific technical services (ts) informed the patient it is not typical to feel pacing from the device and discussed that there should not be anything causing a clicking noise. The patient stated these symptoms have been on-going since implant and have continually become worse over time. The patient also discussed that her skin is very swollen over device area and it's very tender and sore. She reported that the pacemaker has migrated to under her armpit and at one time the physician pushed it back to the chest area. Another doctor palpated around the device and noted that the leads and device may not be in the correct location. Ts discussed having the system evaluated and to consider x-rays. Ts encouraged the patient to follow up with her clinic or go to the emergency room if necessary. The field representative was unable to obtain any further information from the clinic. At this time the pacemaker and leads remain in service and no additional adverse patient effects were reported.